Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information become available a follow-up will be submitted. The manufacturer report # 1423500-2011-16697 for related to first incident. This is a product not distributed in the us and does not have a 510k number.

Event description:
This event was received by baxter from a (B)(6) physician regarding a male (B)(6), born with (B)(6) disease. The patient had (B)(6); for this reason, he was started on manual peritoneal dialysis until he gained 2.5kg. On (B)(6) 2011, ambulatory peritoneal dialysis (apd) therapy was started with homechoice sw 10.4, with a fill volume of 100ml. On (B)(6) 2011, reportedly the patient had to undergo emergency surgery because the catheter sucked in the peritoneum, omentum and parts of the intestine with subsequent total catheter occlusion occurring within 24-36 hours. Reportedly hemorrhagic injury to unspecified anatomical structure was noticed during surgery. Prior to this, the machine had alarmed low drain volume several times. This problem occurred on two occasions. As a result, the incision started to leak and patient was switched to hemodialysis therapy. On (B)(6) 2011, the patient was again started on manual peritoneal dialysis. This is the 2nd incident associated with this patient.